Event description:
It was reported that the bladder of an infusor sv2 had ruptured. This occurred during patient infusion with fluorouracil. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, an evaluation could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.